Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, there was foreign material discovered in the air and water channel. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. If additional information becomes available following the device evaluation, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
The customer originally returned their olympus evis colonovideoscope due to a stiff handle issue. During the device evaluation, foreign material was discovered in the air and water channel. There was no patient involvement during this event.